Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer. The necessary clinical information was not provided; therefore, the root cause of the infection/sepsis was not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock & section: table 3.2 impella catheter components . ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿.

Event description:
The complainant reported that the impella 5.5 access site had erythematous, macerated with some drainage. Cultured was done multiple times but negative to date. IV antibiotics and cleaning site daily with betadine. The patient remains on support therefore explant date and patient outcome are unknown.